Manufacturer narrative:
E1: (B)(6). A philips field service engineer (fse) determined that the transducer crystals were worn out and no repair was possible. The customer was provided a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon us transducer indicating that the values were not in tolerance. The device was in use on patient at time of event, there was no adverse event reported.